Manufacturer narrative:
See d2a, d4, d3, d1, h4 and h11 complaint has been evaluated and is similar to: 1644408-2022-00406; 400-03-283, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to unknown reason.